Manufacturer narrative:
One fluid warmer was returned for evaluation. Visual inspection of the device found it to have a wear and tear damaged enclosure and line cord, outdated pcb, power switch, and front cover. A DHR review was performed subsequent to the manufacturing of the device and prior to its release; no problems were identified during this DHR review. Visual inspection has confirmed the reported customer complaint, noting membrane switch had wear and tear damage. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. The problem source has been determined to be user interface.

Event description:
Information was received that device needs new drainage cap and new membrane. Issue noted during preventive maintenance.